Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges falling when transferring from lift chair to wheelchair because the footrest from lift chair was protruding 2-3 inches.

Manufacturer narrative:
The device was returned and evaluated. The evaluation found an alteration of the device post release.

Event description:
Consumer alleges falling when transferring from lift chair to wheelchair because the footrest from lift chair was protruding 2-3 inches.